Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased threshold measurements with a slight decrease in impedance measurements. An x-ray was taken but did not reveal any significant findings, however a micro-dislodgement was suspected. A revision procedure was performed, where the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.